Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was severely worn because ultrasonic waves were output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact with each other. 3. By continuing to output in the state of 2, a load was added to the probe and an error occurred. In addition, contact traces were generated. 4. The error can no longer be canceled and it can no longer be used. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported the output of the sonicbeat 5 mm, 35 cm, front-actuated grip stopped at the end of a therapeutic laparoscopic colectomy procedure. When the device stopped producing output, the probe did not come off and there was no problem with the tissue pad. There was no delay and the procedure was completed with a similar device. The device was inspected prior to use and no issues were found. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the tissue pad was worn and the metal part was exposed. The report is being submitted due to the failure found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the no output was unable to be reproduced. Evaluation did find there was a mark on the tip of the probe that had come in contact with the grip. This event is under investigation. A supplemental report will be submitted upon receiving additional information.